Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 09/19/2012. (B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence. The patient experienced mesh protrusion, vaginal bleeding, pain and dyspareunia.